Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and the bearings were missing the required lubrication. If lubrication is not present, heat will be generated among rotating components. Debris/fibers were also found in the device, this limits the motion of the internal components, including the bearings which caused the failure for heat as described in the complaint. This contamination was most likely introduced at the customer's location during cleaning. The device could not be repaired and was discarded.

Event description:
It was reported that during an unk procedure, the drill attachment was heating up. A backup drill attachment was readily available; the procedure was completed without delay. There was no pt or user injury reported, and no adverse consequences alleged.